Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, inappropriate shocks due to oversensing lead noise were noted on the right ventricular (rv) lead. The patient presented in emergency room due to the shocks. Magnet was placed on the patient to prevent further shocks. The lead was capped and replaced on (B)(6) 2020. The patient was stable.